Event description:
It was reported there were episodes of noise observed on the atrial and ventricular channels at different times and on different days. Isometrics were performed, no noise was seen and thresholds and impedance levels were within normal limits. Additional information was received and reported that approximately two weeks later, isometrics were completed and noise was seen on both the atrial and ventricular channels. A lead integrity alert was triggered for non-sustained tachycardia and short interval counts (sic). It was further reported that electromagnetic interference is a possible source of the noise. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and indicated the right ventricular lead integrity alert (lia). The lia was triggered for two or more ventricular tachycardia nonsustained episodes less than 220 milliseconds and increased sic.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported history of ventricular oversensing and well as atrial oversensing. The leads remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead noise was suspected to be due to lead/lead interaction.